Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope direction pins fall out. The issue occurred at preparation for use for an undisclosed diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field: d9, e1. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the bending of the outer tube is due to the effect of an excessive lever force on the outer tube. Shadows in the view is due to broken lenses caused by the bent outer tube. The worn tip of the optic is, considering the age of the item, most likely due to wear and tear, frequent use and lack of maintenance. The missing alignment pin is due to rough handling / collision with other equipment. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.